Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01686. It was reported that dislodgement was noted on the patient's left ventricular (lv) lead. During the lead revision procedure, after the lead replacement, while attaching all the leads back to the device the set screw would not tighten down to the point of clicking and with the atrial port and physician could not fully set atrial lead. The set screw could not be removed also. It would spin inside the device header. The device was explanted and replaced. The patient was stable before, during and after the procedure.